Manufacturer narrative:
510(k) number: k142688. Imdrf annex g code: g04092 - needle. Device evaluation: 1 unit of lot c1713343 of echo-hd-3-20-c was returned opened in its original packaging. Clarification was requested as follows; ¿can you please clarify when the device portion was retrieved? Was the secondary procedure held on the same day or a different day?¿ reply was received as follows; ¿the device portion was retrieved during the same procedure, same day as the incident" lab evaluation the device involved in the complaint was evaluated in the laboratory on 22 march 2021. The needle was found to be broken distally. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-3-20-c of lot number c1713343 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1713343. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the distal part of the needle breaking due to a combination of the tortuous position and the device being used in a flexed or twisted position as indicated in the additional information. This could have led to the distal break. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken portion of the device was retrieved from the patients pancreas. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The device was evaluated on the 22-mar-2021, this supplement report is being submitted to reflect this. Additional information received 22-mar-2021: confirming the needle was retrieved within the same procedure. The investigation was concluded on the 25-mar-2021, the investigation conclusions will be included in this supplement report.

Manufacturer narrative:
510(k) number: k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The tip of the needle broke off in the patient, in the tail of the pancreas. The needle portion was successfully retrieved and there was no harm to the patient. Did any unintended section of the device remain inside the patient¿s body? No. Was the patient hospitalized or was there prolonged hospitalization? No. Did the patient require any additional procedures due to this occurrence? Yes. Did the product cause or contribute to the need for additional procedures? Yes. If yes, please specify additional procedures and provide details. Device portion was retrieved from patient's pancreas. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. The following information was received on 13jan2020 via email: if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Na. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc). Pancreas. Please describe the size of the intended target site. 3cm. If not with the device in question, how was the procedure performed and/or finished? A second pc-20. Was the device used in a tortuous position? Slightly. Are images of the device or procedure available? No. Was the device damaged in packaging before removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. What is the endoscope manufacturer and model number that was used? Olympus. Was the scope recently service/repaired? No. Was force required on insertion of device into scope? No. Was resistance felt while inserting the device through the scope? No. When was the issue noted? E.g. On advancement of the sheath/needle or on needle retraction? Retraction. Was the syringe used during the procedure, after the stylet was removed? No. Was difficulty experienced while retracting the needle? No. Was it possible to be fully retract before removing the needle from the patient? Yes. Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. Was puncture of the targeted site difficult? No. Was the stylet fully in place inside the needle when advancing into the targeted site? Yes. Was the stylet partially removed when advancing into the target site? No. How many samples were obtained with this needle? None. Did any section of the device detach inside the patient? Yes, device portion was retrieved successfully. If the device kinked below the sheath extender, was the kink observed before inserting the device into the scope? Na. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching of the device leur lock to the scope? No. Product lot number c1713343.